Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz console plus, the event occurred in united states. Livanova field service engineer was dispatched to customer facility and could not reproduce the issue; as a precautionary measure, he replaced the cockpit and the unit returned to service. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz hlm cockpit rebooted during procedure. There is no patient injury.

Manufacturer narrative:
H11. Through follow up communication it was confirmed that the reboot occurred during a case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.